Manufacturer narrative:
UDI #: na.

Event description:
The recipient reportedly experienced poor performance. Programming adjustments were made, however, the issue was not resolved. Device revision surgery has been scheduled.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient has elected not to be explanted at this time. The recipient remains implanted. This is the final report.